Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had low and high blood glucose. Customer stated their blood glucose was over 200mg/dl, had some food and blood glucose went down to 70mg/dl. The customer was unsure if they over delivered insulin. They also experienced high blood glucose of 517mg/dl, treated with food. The customer was advised the insulin pump is working as designed and to monitor for further issues.